Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 0607500 implanted port experienced a fluid leak. The port was observed to have a longitudinal split in the catheter. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.